Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported an "occlusion alert". The agent instructed the user to resume delivery, disconnect, and perform a fill tubing process. Drops were observed, and insulin delivery was successfully resumed. Blood glucose (bg) was not affected. No symptoms, outside assistance, or medical intervention were reported.